Event description:
New information on (B)(6) 2016 stated that the patient was asymptomatic and was doing well.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced syncope symptoms and presented in the hospital. Upon interrogation, the pulse generator exhibited cross-talk. Further testing did not show any other anomalies. Chest x-ray was performed and revealed that everything was normal. The device was reprogrammed and the patient would continue to be monitored in the hospital.